Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a possible broken sensor wire. The sensor was inserted into the abdomen on (B)(6) 2017. The patient indicated that the wire was broken and also stated it was bent in half. The sensor was returned for evaluation and failed exterior visual inspection. It was found that the sensor wire was broken at the distal end. Additionally, it was found that the distal end of the sensor wire was missing and the rest of the sensor wire is detached from the sensor pod and seal carrier. The customer complaint was confirmed. A root cause could not be determined.